Event description:
In 2008, a breast biopsy was performed using intact breast lesion excision system (bles). The first intact wand used (lot number 626552) resulted in an empty basket (no specimen). The second intact wand used (lot number 624215) stuck open at maximum diameter. Physician increased incision to remove wand and completed the case as a surgical biopsy.

Manufacturer narrative:
Intact medical was notified by its distributor on sept 29, 2008 of two alleged wand failures- one "empty basket" and one "wand stuck open". Neither of which indicated the need for filing a medwatch report. Additional info was received from the third party distributor on oct 6, 2008 indicated that surgical intervention was required as a result of the "stuck" wand. No further info has been made available. The wand in question has been discarded by the user facility. A review of the device history record for this lot indicated no defects attributable to the reported malfunction. This lot of 200 probes was distributed by intact between nov 2007 and jan 2008. No similar reports have been received.